Event description:
Per the clinic, the patient experienced post-operative swelling and drainage at the implant site which was treated with oral antibiotics for a duration of 7 days. However, the drainage did not resolve. Subsequently, the patient was prescribed topical antibiotics to be applied twice a week (specific duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on october 2, 2023.